Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02631. The patient has two scs systems. It was reported the patient complained of intense pain in the area of his abdominal ipg pocket site. It was also reported the patient had pain along the lead track. The surgeon relocated the ipg pocket and replaced the ipg with a smaller model on (B)(6) 2013. Follow-up indicated the patient's had effective stimulation coverage and resolution of pain in the abdomen. The explanted device will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.